Event description:
It was reported that a spectrum pump alarmed air-in-line. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom air-in-line alarms, caused by low readings on the upstream sensor. The failed upstream sensor was replaced.